Manufacturer narrative:
Device evaluated by MFR.: stent delivery system (sds) was returned for analysis without the hub/manifold therefore the catheter batch/serial cannot be determined. A visual examination of the stent found that stent struts on the most proximal stent rows were pushed and bunched distally along the balloon, crimp markings were evident on exposed balloon wall. The undamaged distal section of the crimped stent od (outer diameter) was measured and was within the maximum crimped stent profile measurement. A visual examination of the bumper tip showed no signs of damage. The balloon cones were reviewed and no issues were noted. The most proximal section of the balloon wall was exposed with crimp markings evident on exposed balloon wall. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a hypotube break 1438mm proximal of the distal edge of the device tip. The section of the device, proximal of the break site including the strain relief and manifold/hub were not returned for analysis. This type of damage is consistent with excessive pressure being applied on the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues with the shaft polymer extrusion. The bicomponent bond showed no signs of damage or strain. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The 85% stenosed, 38x3.0mm target lesion was located in the moderately tortuous and severely calcified left circumflex artery (lcx). A 38x3.00 promus premier drug-eluting stent was advanced to treat the lesion. However, during the procedure, it was noted that the stent strut was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 85% stenosed, 38x3.0 mm target lesion was located in the moderately tortuous and severely calcified left circumflex artery (lcx). A 38x3.00 promus premier¿ drug-eluting stent was advanced to treat the lesion. However, during the procedure, it was noted that the stent strut was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.